Manufacturer narrative:
Device manufacturing date now provided.

Manufacturer narrative:
Patient information was not made available from the site. Device manufacturing date is unavailable. On 10/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 10/14/2016 a medtronic representative, following-up at the site, spoke with the registered nurse (rn) who said doctor felt inaccurate by approximately 1-2 millimeters. The medtronic representative explained that this is within proper parameters. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent), the surgeon alleged an inaccuracy occurred. No further details regarding this issue, measurement, direction or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.